Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with failure code 306:10; this condition had the potential to interrupt delivery. This condition was found in the intensive care unit upon power up. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. The user interface module software version of this pump is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a malfunction of failure code 306:10 was not confirmed or reproduced during product evaluation; however, the quality engineer has determined that this condition was a result of an 806:10 failure code and determined the cause to be the result of a defective (phm) pump head module. The phm was replaced to correct this condition. The device has not been previously sent into service for the reported condition of "306:xxx". The pump was processed per protocol to add main battery and change the pump head module successfully. This device is a colleague pump with software version 5.09.90. Should additional information become available, a follow-up medwatch will be submitted.